Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Correction on field d10 (second concomitant device and therapy date were added, as they were inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that color bars occur only when the camera head is plugged. Nevertheless, there was not a probable cause found for the event reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with technical assistance center (tac) the customer reported that the issue occurred in multiple rooms and the tac suggested sending the camera head for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus employee reported on behalf of the customer, the camera control unit had color bars only when camera head was plugged. Power cycle solve the issue. The issue was found during preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm. Related patient identifiers: (B)(6).